Event description:
The customer reported that the 9600 system shut down on its own during a case. The 9600 system had to be rebooted and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced and the breakers reset during the service call. The system was tested and found to be working as intended and put back into service.